Manufacturer narrative:
Continuation of d10: ddbb2d1 ICD implanted: (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an right ventricular (rv) lead integrity alert (lia) was triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) and noise was observed. During in-office testing some oversensing was noted during arm rotations and a fracture was suspected. Ventricular tachycardia/ ventricular fibrillation (vt/vf) detections were programmed off along with alerts and the lead was later capped and replaced. It was also reported that there was an right atrial (ra) lead failure suspected as previous out of range (oor) high impedance was observed. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.